Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "initial procedure was (B)(6) 2019. A post-operative x-ray, implanted the screw had been backed our at the distal end of the plate. The patient was demented and used the treatment side immediately after surgery, and the reduction position had collapsed. On (B)(6) 2019 revision surgery [occurred]."

Event description:
As reported: "initial procedure was(B)(6)2019. A post-operative x-ray , implanted the screw had been backed our at the distal end of the plate. The patient was demented and used the treatment side immediately after surgery, and the reduction position had collapsed. (B)(6)2019 revision surgery [occurred]."

Manufacturer narrative:
Correction: sections d1, d2, d4, g1 (manufacturing site). The reported event could not be confirmed, since no x-rays were available and no other evidence was provided despite multiple attempts. Based on the known information, the root cause was attributed to be patient related. The failure was caused by the fact that the patient had dementia and the reduction position had collapsed due to an unknown incident. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.